Manufacturer narrative:
The td60 telepack was tested, alarms were simulated and functioned properly. System error logs and patient database were collected, and the data is currently under investigation.

Event description:
It was reported that on (B)(6) 2022, at 5:00 pm, a patient expired. The patient was being monitored on a td60 telepack connected to the benevision monitoring system. No malfunction of monitoring systems was alleged by the customer. The customer requested a list of alarms generated by the system on (B)(6) 2022 between 4:45pm and 5:30pm.

Manufacturer narrative:
System error logs and patient database were reviewed, and no issues were observed.

Event description:
It was reported that on (B)(6) 2022, at 5:00 pm, a patient expired. The patient was being monitored on a td60 telepack connected to the benevision monitoring system. No malfunction of monitoring systems was alleged by the customer. The customer requested a list of alarms generated by the system on 5/20/22 between 4:45pm and 5: 30pm.